Manufacturer narrative:
The clinical analyst reviewed this file and stated the following: ¿the customer reported a corneal burn occurred on (B)(6) 2015. The surgeon completed a questionnaire. The patient was an (B)(6) male. The right eye was operated. The patient¿s health history includes glaucoma, floppy iris syndrome, exudative age-related macular degeneration (amd), atherosclerosis, hypertension, and myocardial infarction requiring stenting. The surgeon indicated a second incision was required due to a floppy iris compromising the first incision. Additional viscoelastic ophthalmic device (ovd) was added in the eye due to some hemorrhaging and mild iridodialysis. The extra viscoelastic used during the procedure, due to the iris complications, likely led to a plume of "white smoke" and immediate whitening of the wound. This happened even prior to contact with lens material. The wound required sutures. In the surgeon¿s opinion, an occlusion occurred due to extra ovd and may have caused and/or contributed to the event. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase.¿ the system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. However, the handpiece was returned for evaluation. The system was tested and found to meet product specifications. The phaco handpiece was manufactured on august 26, 2013. Based on qa assessment, the product met specifications at the time of release. The hp was received for evaluation. A visual assessment of the returned sample revealed many dents and scratches along the irrigation line. The returned handpiece was put through a burn-in, stroke, and irrigation flow test and found to meet specifications. The handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The phaco handpiece was manufactured on august 26, 2013. Based on qa assessment, the product met specifications at the time of release. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. (B)(4).

Event description:
A customer reported a patient experienced a corneal burn during a procedure. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the surgeon indicating a second incision was made due to excessive floppy iris comprimising first incision. With initial attempt to phaco via second incision. In the surgeon's opinion, an occlusion occurred. Extra viscoelastic was used due to iris complication. This likely led to immediate whitening of wound, even prior to contact with lens material. Suturing of the wound was required.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available.(B)(4).